Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "exchange from textured to smooth due to concern with the product" and "deflations". This relates to the left side. The device remains implanted and it's unknow if will be returned.